Event description:
It was reported that the purewick urine collection system was not working and the unit smelled like something burnt. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not working and the unit smelled like something burnt. It was noted that the patient had been using the product for more than 90 days.